Manufacturer narrative:
It was previously reported that the customer elected to not have the device repaired at the time the event was originally reported. The customer is now requesting additional assistance on the issue and wants to order the o2 transport kit. The customer was provided with details on how to order a replacement. A follow up was performed with the customer, and it was reconfirmed that a replacement would be ordered. The investigation is ongoing.

Event description:
Philips received a complaint from the customer, reporting that the oxygen (o2) transport manifold on the stand was bypassing o2 through the wall hose when connected to an o2 tank. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted the oxygen (o2) transport manifold on the stand was bypassing o2 through the wall hose when connected to an o2 tank. The customer was provided with the part number for a replacement o2 manifold. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and the customer responded that the device has not been repaired. The customer reported that the device was returned to service and noted that the device would not be used for transportation.